Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was not confirmed. There were no photos or log file submitted for review. The system controller was not returned for analysis. The provided information stated that the patient passed away, the pump was not explanted, no autopsy was performed, and the outcome was not device or therapy related. Additional information provided stated that the cause of death is unknown, the patient previously had disconnected and reconnected the driveline, and the status of pump at time of death is unknown. There are no log files available, and the device operate as expected. Multiple attempts were made to obtain additional information from the customer regarding the driveline disconnection and serial number of the controller; however, no response was received. The heartmate 3 patient handbook section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller," addresses the proper steps for connecting the driveline to the system controller. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including driveline disconnect alarms. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate 3 patient handbook (rev. A), section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The pump would not be explanted, and an autopsy was not performed. It was stated that the device parameters were not within normal limits for this patient. The outcome was not device or therapy related. The cause of death was unknown. It was noted that the patient previously had disconnected and reconnected the driveline; the status of the pump at time of death was unknown. The device was stated to have operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.